Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion during atrial fibrillation ablation. During an atrial fibrillation procedure, the physician lost transeptal access. They explained that while burning the right superior pulmonary vein, while using the catheter to "re-transeptal through the same hole and while manipulating the intracardiac echocardiography (ice) catheter, they noticed a significant effusion approximately 2cm in length. The physician performed a pericardiocentesis draining the pericardial fluid multiple times over the course of 1 hr and 40 mins. While tapping and draining they noted that 1400 ml (1.5l) of blood was evacuated from the patient. A sternotomy was performed, and the heart was sutured. The patient is in stable condition. They noted that the j&j catheters used were nowhere near the location where the issue was found. Significant pericardial effusion was the injury sustained. The injury was discovered with the ice catheter while manipulating the catheter to get transseptal. There was no effect on the patient's vitals, and it was visually discovered. It was confirmed when they tapped the chest and pulled out bloody pericardial fluid while using a tap kit. Patient is now stable. After confirmation from the CT surgeon about location of the perforation, physician indicated that the perforation was likely caused by the baylis sheath during the original transeptal. Patient was in an improved condition after intervention by CT surgeon. The patient had to spend an extra two nights in the hospital to recover as a result of the sternotomy procedure. Patient relevant medical history includes a history of atrial fibrillation. An baylis transseptal needle was used for the transseptal puncture performed. Ablation had already been performed prior to noting the pericardial effuation. There was no evidence of steam pop. Flow setting for the irrigated catheter used in the event was 2ml low flow, 8 ml high flow (30w and below), 15ml high flow (31w and above). Pre rf flow time of 2 sec and post rf flow time of 5 sec. The correct catheter settings was selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. During the procedure graph, dashboard, vector and visitag were used. Parameters for stability for the visitag module used were 1.5 mm, 3sec, 25% @ 3. Tag size used was 2mm. Additional filter used with the visitag was respiration adjustment was on. Color options used prospectively was tag index..

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30880849l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).